Manufacturer narrative:
The unit did not have a button response due to a corroded keypad. However, the numbers did not scroll and there was no moisture damage found inside the unit. The unit had a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report that the insulin pump had a keypad anomaly and it was exposed to moisture. The customer's blood glucose level was 140 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.